Manufacturer narrative:
The reported condition was confirmed.

Event description:
A pump with failure code 810:11. The customer stated that there have been no patient incidents since the last service date.